Event description:
The reporter that, the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens and the lens tore. Lens was removed. No patient injury. The lens stuck during injection, was the cause of the lens tear. Patient's current condition is good.